Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04 h6: investigation summary it was reported that the plunger movement was difficult. To aid in the investigation, three samples were received for evaluation by our quality team. One is a used sample with no packaging flow wrap and the other two have the sealed packaging flow wrap. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306595, lot number 1075380. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that syringe 10ml saline fill china sp plunger was difficult to move. This occurred on 15 occasions. The following information was provided by the initial reporter: when the sealing tube, it was stuck when pushing half, and it was also very astringent when pushing the plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline fill china sp plunger was difficult to move. This occurred on 15 occasions. The following information was provided by the initial reporter: when the sealing tube, it was stuck when pushing half, and it was also very astringent when pushing the plunger.